Event description:
Recurrent rem alarms on esu using co's pediatric and infant grounding pad. Rptr found the problem to be poor crimping of the cable conductors to the pad. The MFR is aware of an assembly process defect.